Event description:
The customer alleged that while the ventilator was attached to a pt, the pt stopped breathing. No audible or visual alarms were activated. Two witnesses confirmed the ventilator circuit was attached when the pt suffered a cardiorespiratory arrest. Attempts to resuscitate were unsuccessful. The volume and pressure alarms were set in such a way that pt apnea could not be detected. The customer states that the low exhaled tidal volume and min volume alarms were set to zero. This operator setting renders them inoperative. Additionally, the backup apnea ventilation delay was set for 30 secs. Lastly, inspection of the ventilator revealed no malfunctions, and the scenario was reproduced under test conditions. The hosp has requested add'l user training from nellcor puritan bennett as a corrective action. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.